Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had discomfort due to the right ventricular (rv) lead migrating. The pocket was opened and lead slack was placing in a more comfortable position for the patient where it will not migrate again. The lead remains in use. No further patient complications have been reported as a result of this event.